Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for cardiomyopathy. The complainant reported that they encountered a positioning issue. It was found that the impella had completely come out of the left ventricle. The pump was removed again in the catheter laboratory and reinserted. It was noted that the patient died seventeen days post explant. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: date of patient death is unknown. The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Positioning issues that occur after initial delivery of device into the ventricle. Excludes placement signal issues. The root cause of positioning issue was most likely patient condition. This report is being filed as part of a retrospective review of historical records.